Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product. The device was found to have met specifications prior to shipment. No mfg anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The device was returned for evaluation. Evaluation of the returned sample identified that the device was broken in two pieces approximately 47 cm from the product hub. A shaft kink in addition to a kink of the inner/balloon is also evident. There is no damage identified to the distal tip. The result of the investigation is inconclusive as the exact conditions of use, per the reported event, cannot be replicated. The device was returned in two pieces. As reported event did not state that the device broke during the procedure, it is likely that the device shaft broke during handling, or transportation, after the reported event. Attempts were made to determine if the device broke during the procedure, however, no info was available from the customer to identify when this breakage occurred. Therefore, it is not definitively known when the breakage occurred.

Event description:
It was reported that the device failed to advance. The pt was undergoing a procedure for a stenotic lesion in the anterior tibial artery. Despite several attempts, the user was unable to advance the target lesion due to the heavily calcification. Another balloon catheter was used and the lesion was successfully crossed. Dilatation was conducted and the cag showed an improved distal flow in the anterior tibial artery. There was no pt injury reported. The device was returned in two pieces. There is no info available from the customer to identify when this breakage occurred.